Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation it was found that the reamer sleeve is stuck with a reamer shaft. It was noted that there is circular abrasions on the distal end of the device. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9597-10 angled reamer sleeve, and a ar-9676 angled reamer drive shaft are stuck. This occurred during an unknown case when reaming the glenoid and the surgeon felt something was off. He took the devices and attempted to take the reamer apart, and the cannulated portion wouldn't budge as he tried to disconnect the attachments. There was no patient effect reported. No additional information reported.